Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was leaking. Blood glucose was 141 mg/dl. Reportedly, the customer continued to use the cartridge.